Event description:
It was reported by the customer through the emergency support program that cardiosave intra aortic ballon pump(iabp) had gas leak alarm. Nurse called for assistance with excessive condensation in the helium tubing on a cardiosave during use. Nurse stated, they have a patient in the ccu at montefiore bronx. He is alarming of a gas leak alarm, and they noticed there is condensation in his helium tubing. Further investigation determined there was a significant loop in the helium tubing where excess condensation had gathered in the tubing and a gas loss alarm had sounded. They restarted therapy before calling me and the pump was currently providing therapy. Esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient hemodynamics and clinical picture, the alarm was likely caused by the excess condensation in the line. Esp personnel walked the bedside team through emptying the condensation from the extender tubing, reconnecting, and restarting therapy. We also reviewed the importance of relieving the tubing of any loops, dips, or kinks. No harm, injury was reported.

Manufacturer narrative:
Another contact info: (B)(6). The personnel reported that the customer, wenjing a ccu nurse, reported a gas loss alarm on a cardiosave intra aortic balloon pump (iabp) associated with excessive condensation in the helium tubing during therapy. Troubleshooting confirmed no blood in the helium tubing. Excess condensation was identified in a looped section of the tubing. The bedside team was guided through draining the condensation, reconnecting the tubing, and restarting therapy, which resolved the issue. Reviewed the importance of avoiding loops, dips, and kinks in the tubing. Advised the customer to call back if repeated alarms occurred for further troubleshooting. No patient harm or injury reported.